Event description:
Pt's sister reports ventilator alarmed low pressure at 0430. She responded to alarm-looked for leaks in system (ventilator circuit) removed main flow hose & filter from front of machine & reattached. Ventilator started functioning for 2-3 min then low pressure alarmed again & ventilator was no longer cycling. Pt's sister put pt on b/u ventilator.